Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with oozing at the pocket site and erosion. The patient was brought into procedure and debridement of the hematoma was performed. The patient presented on (B)(6) 2019 for explant procedure due to infection. The device was explanted. The patient was stable post procedure.